Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing and sensor cable components were both cut from the iab and were not returned. The iab was visually inspected for any breaks in the optical fiber and no breaks were detected. The reported difficulty of not being able to monitor pressure was unable to be tested for due to the returned condition of the device. As a result, the reported difficulty could not be confirmed. For the reported difficulty of not being able to flush through the inner lumen, the technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The returned iab was evaluated and no abnormalities were found with regard to the reported flushing difficulty, so the reported event could not be confirmed. An evaluation of the product was unable to duplicate or confirm either of the reported problems. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the reported difficulties. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy arterial lumen would not flush and the blood pressure readings from the fiber optic were different than from the radial artery. The iab was replaced. There was no reported injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy arterial lumen would not flush and the blood pressure readings from the fiber optic were different than from the radial artery. The iab was replaced. There was no reported injury or harm to the patient.